Manufacturer narrative:
D10 concomitant product: egiauxl - egiauxl endogia ultra univ xl stapler, lot# p2l0240 egiauxl - egiauxl endogia ultra univ xl stapler, lot# p2l0240 egia60amt - egia60amt egia 60 artic med thick sulu, lot# p2l0207 egia60amt - egia60amt egia 60 artic med thick sulu, lot# p2l0207. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lymphadenectomy, with pleurodesis, and thoracostomy procedure, after firing the fourth reload, the handle's trigger broke. Therefore, the device did not fire. A new reload was used with the same handle, but the trigger still did not work. Another handle and reload were then used and firing was attempted multiple times, but the device did not fire. The surgeon then extended the incision and converted the procedure into an open procedure and extended the surgical time by 30 minutes to resolve the issue. The patient's hospitalization was also extended.

Manufacturer narrative:
This event has been reassessed and found not to be a reportable event and is not associated with a serious injury or potential for serious injury with reoccurrence. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lymphadenectomy, with pleurodesis, and thoracostomy procedure, after firing the fourth reload, the handle's trigger broke. Therefore, the device did not fire and the reload was left with pre-fired staples. A new handle and reload were used, but the handle's trigger broke, and the device did not fire. The surgeon then extended the incision and converted the procedure into an open procedure, extended the surgical time by 30 minutes, and used an open stapler to resolve the issue. The patient's hospitalization was also extended.